Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and investigation results in the past, it is likely the suggested events occurred due to the following mechanism described below: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the described above 1, deformation of the basket and misalignment of the coil sheath had occurred. And the operating pipe broke at the brazing joint. 3. As a result, the basket portion was unable to remove from the patient¿s body. However, the root cause of the suggested events could not be identified. The event can be prevented by following the instructions for use which state: "do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break and part of this instrument may remain in the body." "Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1." "A lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place." "This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected." "During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body." "Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body." "Lower the endoscope¿s forceps elevator when performing lithotripsy. If lithotripsy is performed when the elevator is not lowered, the scope or the instrument may break and/or the calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body." "Do not use this lithotripter bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotripter. The basket wire etc. May break and part of this lithotripter may remain in the body." "Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1." "The operation of the mechanical lithotripter bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotripter is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged and that open surgery may have to take place." "If the calculus is too hard, it is possible that the damages shown below and other damages may have occurred. In addition, before using the bml-110a-1,thoroughly review its instruction manual and use it as instructed." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during diagnostic endoscopic retrograde cholangiopancreatography procedure, the wire connecting the handle and the tip broke at the timing of stone crushing. The device was replaced and "banbeck" was used to release from incarceration. The stone could not be crushed, and the procedure ended. The device was inspected before use, and no abnormalities were observed. The patient was originally scheduled to be transferred but customer tried crushing stones with the procedure as a trial. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device was returned and inspected. The allegation was confirmed. The lot number was 35k and the supplementary information was 31. The operating wire was pulled out of the sheath. The operation pipe was broken at the junction of the operating wire. There was no problem with the brazing condition of the operating pipe, and there was no abnormality in the outer diameter of the operating pipe and joint. There was no abnormality in the fracture surface of the joint. The basket was deformed. There was a coil miswinding at about 30 to 40mm from the tip of the coil sheath. In addition, there were no other abnormalities related to the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.